Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was 11 mmol/l. Customer's mother stated that the pump was alarming and the screen went blank completely. The customer was advised that they would need to program the replacement pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation device gave an white or blank display due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Device also received with cracked and bleeding lcd glass.